Manufacturer narrative:
Gtin/UDI number for item 2420-0007, lot 17045969 is (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing "blew up" at an unspecified location during patient use. The report form received stated that there was patient injury however no requested details have been provided.